Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device switched from basal rate profile 1 to basal rate profile 2 without any action from her. She noticed the issue when her blood glucose began to rise and she reprogrammed the infusion device. No adverse event was reported.